Event description:
The customer reported that in the intensive care unit (ICU) the cuff did not properly inflate during pt use. The customer reported that replacement of the tube was required.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.